Event description:
It was reported that the ventilator alarmed for low minute volume and generated technical errors indicating disabled valves and an error in the internal memory. The alarms settings were lost and the ventilator was restarted. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was not on site since no service was requested by the customer. No logs and no information about a part exchange is provided. Due to lack of information, the root cause of the reported event can not be identified.

Event description:
Manufacturer ref.#: (B)(4).